Event description:
It was reported that the patient presented for remote follow up via merlin.net with right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were recommended, but were not yet made. The patient was in stable condition.